Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the port was inserted and the balloon was inflated. Parts broke when the surgeon attempted to lock the device. A new device was opened to complete procedure. Nothing fell into cavity. No patient harm. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.